Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant false negative anti-hcv results were obtained from a single donor sample when using vitros anti-hcv reagent lot 5640 on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to repeat testing on the donor sample. Donor sample results of 0.54, 0.53, 0.67 and 0.57 s/c (negative) vs expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant negative vitros anti-hcv results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant false negative anti-hcv results were obtained from a single donor sample when using vitros anti-hcv reagent lot 5640 on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to repeat testing on the donor sample. The definitive assignable cause of the event could not be determined. Vitros ahcv reagent lot 5640 was a new reagent on the vitros 3600 immunodiagnostic system at the time of the event and qc fluid results on the day of the event were within the correct instructions for use (IFU) interpretation (non-reactive control results were non-reactive and reactive control results were reactive) indicating acceptable accuracy. The customer started using three different ahcv lot 5460 reagent packs across two different instruments and when repeating the donor sample on the new reagent packs, the customer obtained a reactive and borderline result. A review of the customers new pack of vitros ahcv lot 5640 qc fluid results on instrument j2 following the borderline and reactive result obtained, were within the correct IFU interpretation (non-reactive control results were non-reactive and reactive control results were reactive) indicating acceptable accuracy. Therefore, it is possible that the false negative anti-hcv results were isolated to vitros ahcv reagent lot 5640, pack ID 4077, although this cannot be confirmed. Within run precision testing carried out after the event indicated acceptable instrument performance. However, as no precision testing was performed at the time of the event, an instrument issue cannot be ruled out as a contributor to this event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to establish if the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahcv lot 5640.